Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there were two incidences with blood flow issues while using cat 367841 lot 1260917.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: mat: 367841. Lot: 1260917. No samples and no photos were returned by the customer in support of this complaint, therefore, 90 retention samples from the bd inventory were visually and functionally, tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to determine a root cause for the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there were two incidences with blood flow issues while using cat 367841 lot 1260917.